Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during fill tubing, no drops of insulin were seen out the end of the tubing. Additionally, it was reported that multiple intermittent occlusion alarms occurred. The user reported seeing something stuck in the patient line. Reportedly, the user was using apidra insulin. The user's blood glucose (bg) level was 472 mg/dl with trace ketones. The user addressed bg level with a bolus via the pump. Reportedly, the user reverted to manual injections.